Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient showed up to the emergency room (ER) with chest pain where effusion was discovered. The right ventricular (rv) lead perforated the patient's heart. The physician was perplexed as to why several years later the lead perforated the heart resulting in an effusion. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.